Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerned a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) (humulin r) cartridge via reusable pen (humapen ergo ii), subcutaneously, for the treatment of diabetes; dosage regimen and start date were not provided. On (B)(6) 2017, he was admitted to the hospital due unstable blood glucose (values were not provided). Reportedly, he began using his humapen ergo ii since 2011 until (B)(6) 2017 due to the cartridge holder of the reusable pen was cracked (pc: 3916266 / lot number: unknown). Information regarding further hospitalization details, laboratory examination findings, corrective treatment and outcome of the event was not provided. Human insulin treatment was continued. The operator of the humapen ergo ii and her/his training status was not provided. The suspect humapen ergo ii duration of use was six years approximately, beginning in 2011 until (B)(6) 2017. The humapen ergo ii was discontinued on (B)(6) 2017. The reporting consumer did not provide an assessment of causality between the event and human insulin therapy or humapen ergo ii. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details not provided. Update 24feb2017: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting; and the narrative was updated with the product complaint information. Update 01-mar-2017: additional information received from the rcp on 23-feb-2017. Product complain number was received and added to narrative. No additional ae or clinical information was received. Edit 08-mar-2017. Product complaint was processed. No further changes were made to the case.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated 20mar2017. No further follow up is planned. Evaluation summary a male patient reported the cartridge holder of his humapen ergo ii device was cracked. The patient experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient indicated the device was received in 2011; therefore, the duration of use was approximately 6 years. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the event of abnormal blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerned a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) (humulin r) cartridge via reusable pen (humapen ergo ii), subcutaneously, for the treatment of diabetes; dosage regimen and start date were not provided. On (B)(6) 2017, he was admitted to the hospital due unstable blood glucose (values were not provided). Reportedly, he began using his humapen ergo ii since 2011 until (B)(6) 2017 due to the cartridge holder of the reusable pen was cracked ((B)(4) / lot number unknown). Information regarding further hospitalization details, laboratory examination findings, corrective treatment and outcome of the event was not provided. Human insulin treatment was continued. The operator of the humapen ergo ii and her/his training status was not provided. The suspect humapen ergo ii duration of use was six years approximately, beginning in 2011 until (B)(6) 2017. The humapen ergo ii was discontinued on (B)(6) 2017. The device was not returned to the manufacturer. The reporting consumer did not provide an assessment of causality between the event and human insulin therapy or humapen ergo ii. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details not provided. Update 24feb2017: upon review, the case was opened to update the medwatch and (B)(6) required device reporting elements for regulatory reporting; and the narrative was updated with the product complaint information. Update 01-mar-2017: additional information received from the rcp on 23-feb-2017. Product complain number was received and added to narrative. No additional ae or clinical information was received. Edit 08-mar-2017. Product complaint was processed. No further changes were made to the case. Update 20mar2017: additional information received on 20mar2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the (B)(6) device information, and improper use and storage from no to yes. Corresponding fields and narrative updated accordingly.